Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced loss of consciousness and an ambulance was called. Before the ambulance arrived, the patient was given glucose tabs, and when the ambulance arrived the patient received treatment with an intravenous sugar solution. No cgm readings were reported from during the event, but the cgm device would not have displayed a hypoglycemic reading. The patient thought they might have heard an alert before they passed out but were not sure. No further treatment was reported to be needed and no further details about the event were reported. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.